Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "after patient (B)(6) was admitted to the hospital, the infusion port was implanted without damage to the needle tip. On 06-06, responsible nurse found that there was an obvious crack at the connection between the infusion port and the positive pressure joint, and there was fluid overflow from time to time at the crack. Nurse replaced the infusion port without damage to the needle tip, but increased the patient's pain."

Event description:
It was reported by the customer "after patient 06-03 was admitted to the hospital, the infusion port was implanted without damage to the needle tip. On 06-06, responsible nurse found that there was an obvious crack at the connection between the infusion port and the positive pressure joint, and there was fluid overflow from time to time at the crack. Nurse replaced the infusion port without damage to the needle tip, but increased the patient's pain."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.